Manufacturer narrative:
After review of the clinical information, there is no allegation for this impacted product and therefore will be closed as npi. Please see pi-17712666877738250 for the investigation into this issue.

Manufacturer narrative:
Corrected information was provided in h6 (health effect - clinical code). Upon review, it was identified that the code hematoma was updated to no signs symptoms or patient involvement. Corrected information was provided in h6 (health effect - impact code). Upon review, it was identified that the code change in therapeutic response has been removed. Corrected information was provided in h6 (medical device problem code). Upon review, it was identified that the code access site adverse event was updated to no apparent adverse event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 55 y/o male patient admitted for stemi with cardiac arrest patient obtained rosc and had cp placed. Patient had hematoma when cp in place in ICU with high act using manual pressure. On the second day the patient had high purge pressure and received the off-label use of tpa in the purge. The patient had a complicated course with use of va ECMO and was escalated from cp to 5.5.